Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had an over infusion which was not identified during the customer call. The case escalated to dchu. Dchu will contact the customer for investigation. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module delivered too much medication to the patient on (B)(6) 2025. There was patient involvement but the impact is unknown. Although requested, further information was not provided.

Event description:
It was reported that the large volume pump module delivered too much medication to the patient on (B)(6) 2025. There was patient involvement but the impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.